Event description:
It was reported that the surgeon implanted a micl12.1 implantable collamer lens on (B)(6)2009. As part of the (B)(6), the pt reported "my vision has regressed" on the 18 month pt post-treatment f/u form. The lens remains implanted. Additional info was requested from the physician but not yet received. If any additional info is obtained, a supplemental medwatch will be submitted. This complaint is for the left eye. See MFR report #2023826-2010-01295 for the other eye.

Manufacturer narrative:
(B)(4).